Event description:
Rectal temperature probe found to perforate patient's bowel - this was found during an autopsy. The cause of death was liver failure and the pathologist stated that this had not contributed to the patient's death.